Event description:
It was reported that during control of the loaner kit at the warehouse, the verge of the device was broken off on one side. No patient involvement, no adverse consequences, no medical intervention, no surgical delay and no associated procedure were reported with this event.

Manufacturer narrative:
The reported event that that the sleeve broke could be confirmed. The functionality and safety of the drill sleeve was validated according design control following the correct operative technique. Based on the investigation, the root cause of the determined failure was attributed to a user related issue. The breakage was caused by a wrong angulation of the drill guide. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.